Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including dosing when required and alerting the patient of low glucose. Prior to the hypoglycemic event, the patient's changed their cartridge at 3:05 pm and announced a usual breakfast meal. The patient's bg began to rise and were >401 mg/dl from 7 pm to 11 pm. After 11 pm, the patient's bgs began to drop and the ilet suspended insulin dosing. The patient's bg's dropped <54 mg/dl at approximately 2:30 am on 4/24 for 45 minutes, as stated in the report. The patient's bgs came back into range while at the hospital. Based upon the reported information, the cause of this event cannot be determined, however the reported use of alcohol and the lack of eating carbohydrates may have contributed to this event. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient's mother reported that her daughter experienced a hypoglycemic event while at a friend's house, with blood glucose dropping to 39 mg/dl between 2:21 am and 3:06 am est. The patient had a seizure and was unresponsive, prompting ems to be called. Ems transported the patient to the ER; however, the mother believes ems did not administer treatment due to the patient's unresponsiveness. In the ER, the patient received IV dextrose. The IV was removed once the patient's bg rose to 84 mg/dl, and it later increased to 235 mg/dl., after-which her bgs dropped to 63 mg/dl 45 minutes later. The mother noted the patient has addison's disease. She also asked if alcohol could impact blood glucose, and was informed by the agent that it can. The patient reportedly had not eaten since 6:06 pm the previous evening, when she consumed a bowl of soup and some strawberries.